Manufacturer narrative:
The customer's centrifugation conditions are not according to the manufacturer's specifications. Precision testing was performed for creatinine using a random patient sample. The investigation is ongoing.

Event description:
There was an allegation of questionable crep2 creatinine plus ver.2 result from the cobas integra 400 plus analyzer. The initial result was 162.9 umol/l and was reported outside of the laboratory. The result from a new sample from the patient was 90.2 umol/l. The repeat results from the original sample were 92.6 umol/l and 92.8 umol/l. The reagent lot number was 53664401. The expiration date was requested but was not provided.

Manufacturer narrative:
The investigation determined the event was due to a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.